Event description:
Caller states the pt tested > 8.0 inr on the coaguchek xs system and 1.6 inr on a comparison lab. No action taken on device result. Medications were changed based on lab result. No adverse event reported. Requested return of suspect system and replacement was sent.